Manufacturer narrative:
(B)(4). Method: the complaint myairvo humidifier was returned to fisher & paykel healthcare in (B)(4) and was visually inspected and electrically tested. Results: during testing the airvo turned on and functioned. The visual alerts were operating, however no audible alarm was heard. The fault was traced to a faulty speaker and electrical resistance testing showed that the speaker's resistance was open circuit. A lot check revealed no other complaints of this nature for lot number 150106. Conclusion: the supplier of the speaker unit was notified and they have carried out an investigation. The problem has been traced to an issue with the gluing process. The supplier has adjusted the process and taken steps to ensure that each speaker is checked following the gluing process and that any found faulty are discarded. The subject airvo was manufactured before implementation of these measures. The myairvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support." The user manual also contains instructions on how to check the alarm system functionality and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A distributor in (B)(4) reported that a pt100 myairvo humidifier did not have an audible alarm. No patient consequence was reported.